Event description:
It was reported that on march 16, 2023, a damaged switch plate was received via mail at the depuy raynham facility from a rep. No further details were provided. It is unknown when the issue was discovered. It is unknown if there were patient and procedure involvement. During manufacturer's investigation of the returned device it was identified that the switch plate, 1h a, small had the conduit lateral switch plate, lock shaft unattached and the conduit lateral switch plate, lock pin unattached with the tip broken off. This report is for one (1) switch plate, 1h a, small. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: reporter is a j&j employee. A product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that switch plate, 1h a, small had the conduit lateral switch plate, lock shaft unattached and the conduit lateral switch plate, lock pin unattached with the tip broken off. All components were returned. A damage upon receipt condition could not be confirmed with the information provided. A dimensional inspection was unable to be performed due to post-manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the switch plate, 1h a, small would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history record (DHR) review conducted: part # 187210210. Lot # rl305231. Supplier: (B)(4). Batch1: lot qty of (B)(4) units were released on 25 oct 2022 with no discrepancies. No ncrs were generated during production. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.